Manufacturer narrative:
(B)(4). Date sent: 5/24/2016. Batch # (B)(4). The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gynecology/tumor resection procedure, the team leader claimed that the device did not work. It is supposed to cut and staple, but this one only cut no staples. The scrub reported that it was the first firing. The surgeon was low in pelvis below tumor and could not see any staples. Sewed and opened another contour to complete the procedure. There were no adverse consequences for the patient.